Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer¿s blood glucose was 301 mg/dl and the sensor glucose was 77 mg/dl at the time of the incident. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer was advised to change out their infusion set and monitor the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.